Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. Functional testing was also performed and it was found that the unit did not heat. Based on the investigation performed, the reported complaint was confirmed. Although the complaint was confirmed, a root cause could not be established as all heaters are 100% tested at the manufacturing facility; therefore, a defect of this type would be detected prior to release.

Event description:
The customer alleges that the device would not heat during patient use. No report of patient injury or harm.

Event description:
The customer alleges that the device would not heat during patient use. No report of patient injury or harm.

Manufacturer narrative:
(B)(4). The device sample was returned to the manufacturer, but the investigation is incomplete at the time of this report. The device history record investigation did not show issues related to complaint. The device was manufactured on 11/30/2010. A document assessment (fmea) was conducted and no changes were required.